Event description:
In 2007, two gore tag thoracic endoprostheses devices were implanted. Gore was made aware when notification of an infolding was found on approx one and a half months later. It is unknown which gore tag thoracic endoprosthesis infolded. The patient was asymptomatic. A reintervention took place on five days later. A cook zenith aortic extender was implanted in between the two devices. The procedure was successful.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient: gore tag thoracic endoprosthesis (tg2810/lot#04951795).